Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090013 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090013 met the qc criteria. The test results of retention samples from cov3090013 met the qc criteria. All cassettes flow normally and show results within 15 to 30 minutes of reading time. Test results can be found in the attachment of investigation. After completing the testing of retention samples, the root cause of issue is undetermined. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report, g6, "type of report" - follow-up #1, h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation, conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative,

Event description:
Invalid result. We got a call from a customer that is having an issue with a flowflex covid- 19 antigen test kit. The customer just purchased the test kit from acme, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line, and nothing next to the c-line. The customer was able to send us a picture. I advised the customer that I will be forwarding the information to the complaint team for review. The customer will await an email back from acon labs.

Event description:
Invalid result. We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test kit from acme, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line ,and nothing next to the c-line. The customer was able to send us a picture . I advised the customer that I will be forwarding the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.